Event description:
Malfunction: footswitch failure. The facility tech reported that when the footswitch is depressed, the flow dial does not operate. The system was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. Preventive maintenance was performed. The footswitch was received and found with excessive housing damage. The footswitch was scrapped before an eval could be performed. A review of complaints for this system for the last 24 months did not indicate any add'l related complaints. (B) (4). (B) (4). (B) (4).